Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and ventricular pacing approximately two months post implant. The right ventricular (rv) lead was explanted and replaced. It was also noted the right atrial (ra) lead exhibited high thresholds since implant. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.